Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Universal cord was bent. There were corrosion and leakage on the connector. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the angulation lever had a failure and was operated difficult. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the coating of the device tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the past similar event and found that the coating on the device was peeled due to applied physical stress. Omsc surmised that this phenomenon was attributed to applied physical stress for the device. If significant additional information is received, this report will be supplemented.